Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with exair mesh, later the patient experienced abdominal pain, recurrent urinary tract infections, dyspareunia, mesh erosion and exposure, urinary problems, bleeding and neuromuscular problems. A revision of the mesh was performed.